Event description:
The physician was attempting to deploy a 2.75 mm diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting stent to treat a lesion in a pt located in the lcx. It was reported that the lesion exhibited 85% stenosis with moderate tortuosity and moderate calcification. It was reported that the physician was unable to deliver the stent across the target lesion and on removal of the device from the pt, the stent dislodged. The physician further pre-dilated the lesion and another same sized stent was successfully implanted. No pt injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation and failure to deliver device). Patient condition affected effectiveness of the device (patient lesion morphology; 85% stenosis, moderate tortuosity and moderate calcification). Evaluation: conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; 85% stenosis, moderate tortuosity and moderate calcification).

Manufacturer narrative:
Eval: results: (stent dislodgement and failure to deliver device), (pt lesion morphology; 85% stenosis, moderate tortuosity and moderate calcification). Eval: conclusion: (pt lesion morphology; 85% stenosis, moderate tortuosity and moderate calcification).

Event description:
Device evaluation: the stent was positioned on the balloon between the inner shaft markers and balloon pillows, as per specifications, and had not dislidged as initially reported. A number of stent segments were stretched and deformed.